Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 6feb2019. No reporter phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The customer reported that they logged the call in order to have the cooling fan filters replaced. The fse replaced the cooling fan filter. The device passed performance verification testing.

Event description:
It was reported that the ventilator fan was not working. There was no patient involvement. Event date not specified; estimate used.